Manufacturer narrative:
The qa lab evaluated the returned reagent and found all strips tested to read e11. E11 confirms exposure to moisture, which was most likely caused by the open bottle cap.

Event description:
The customer opened a new carton of contour ts test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.